Event description:
Consumer called to report getting high readings, but feeling tired and weak. Was taken to the ER after being given insulin for the high readings.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on montly complaint trend reports.